Manufacturer narrative:
(B)(4).

Event description:
Pt kept on getting prompt on her phone to pair the old sensor even though she does not have a sensor inserted in her body, since she had already removed it because it expired.